Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. As received, the monitor was unable to power on. Upon evaluation, there was corrosion on components j101, j502, and the jtag board. The corrosion caused the failure. The root cause of the corrosion was ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.